Event description:
It was reported that the patient underwent surgery for implant of titanium multi-axial screws and cobalt chrome rods at t2-l3. Two months post-op, the left side rod at l3 had separated from the screw with the setscrew intact in the screw head. About 1 week later, the right side setscrew at l3 had backed out of the screw head and the rod remained in place. The patient underwent a revision surgery to replace the construct.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.